Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced over the lens. The lens is advanced at the nozzle entry and is misfolded. We are unable to determine the root cause for the reported complaint "plunger was not advancing smoothly and sticking". Plunger override observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, the plunger was not advancing smoothly and sticking. The procedure was completed with alternate lens. There was no patient harm.